Event description:
Customer reported he was having a hard time reading the display and his batteries were draining out fast, that the device will shut off. Customer's blood glucose was 160 mg/dl. Customer reported the screen was warned. Customer was advised to disconnect form the device. The infusion set or reservoir did not show signs of damage. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for low battery was also performed and blank display. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.